Event description:
A patient had abdominal surgery and the hospital used a skin glue called liquiband to close his lap sites. The patient developed a skin reaction at all the areas where the glue was applied. As a result, the skin glue had to be removed due to pain, swelling, redness and discomfort causing the fresh surgical wounds to be reopened increasing the patients risk for surgical site infections.